Event description:
Customer reportedly received results in the 300's (mg/dl) on advantage system 1 and 100's (mg/dl) on advantage system 2 within 10 mins. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549909, expiration date 11/30/2008).